Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the pd belt small. Patient reported that the velcro on the pd belts is started to make her itch. Patient does not need a new order for this item. Patient will speak with her pdrn/nurse to see what else can use in its place. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).